Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a return of pain. It was reported that the patient had the following high impedance readings: 5: do not use 40000, 8: avoid 19400, 9: do not use 40000, 10: do not use 40000, 13: avoid 37600, 14: avoid 30100, and 15: do not use 40000. Reprogramming around avoid and do not use electrodes were done and the patient was able to get coverage, but restricted their programming options. The cause was reported to be related to the patient having regular falls. It  was unknown fi the issue was resolved. The manufacturer representative indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.